Event description:
It was reported that, while in use on a patient, the ht70 ventilator stopped. When ventilation was attempted to be resumed, the ventilator alarmed replace coin cell battery and would not start. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/ medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue of ventilator stopping could not be duplicated. The product analysis technician replaced the coin battery, performed preventative maintenance, updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.